Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Customer stated that there was nothing pressing up against the button that could have triggered the alarm. Customer's blood glucose level was not impacted. Multiple attempts were made to follow up with the customer regarding the reported issue. No response was received from the customer.